Event description:
It was reported that on (B)(6) 2023, a 25-18mm amplatzer talisman pfo occluder was selected for an implant using a 8f amplatzer talisman delivery sheath. During the procedure deformation (bulbous) of right-atrial disc occurred. The was no interaction with cardiac structures during deployment and no angulation or kink noticed in the delivery system. Device was replace with an unknown device. The patient is stable.

Manufacturer narrative:
Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event of device deformity could not be confirmed. The device was returned to abbott for investigation and the device met functional specifications when analyzed under non-physiological conditions. One image received appeared to show device deployed in bulbous shape. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed and the product met all defined manufacturing specifications. The cause of the reported incident could not be conclusively determined.